Event description:
The device experienced sticky pin failure and can not function as intended. Per the preliminary investigation, the issue was due to contamination causing sticking of the fva pins. The issue was resolved with a thorough cleaning by the customer.

Event description:
The following has been reported: alarms service needed. An initial review of the device logs reveals the following: mechanical hardware failure (av sticky valve). This is the only information currently available, but fk has requested for the pump to be returned for further analysis. An active infusion was delayed and no adverse event was communicated. Reporting due to the referenced issue. Further information is needed to complete the investigation.